Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope had a foreign object inside the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip. Adhesive on bending section cover had a discolored area. Adhesive on bending section cover had a crack, adhesive on bending section cover had a scratch. Plastic distal end cover had a scratch, adhesive around light guide lens had discoloration. Adhesive around objective lens had discoloration. The scope connector cover unit had a scratch, scope connector had a scratch. Protector of universal cord on control section side had a scratch. The universal cord had a scratch, grip had a scratch, scope cover had a scratch, switch box has a scratch, paint on suction cylinder was peeled, suction cylinder was shaved, forceps elevator had a scratch, free engage knob had a scratch, up/down knob had a scratch, right/left knob had a scratch, control unit had discoloration, control unit had a scratch. Plastic distal end cover had discoloration, connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing could not be confirmed as to being implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Reprocessing survey info: - was the device cleaned, disinfected, and sterilized before being sent to olympus? - yes. - was there a delay in the start of pre-cleaning? ¿ unknown. - did the customer flush the air/water nozzle with water and air? - yes. - were there any abnormalities in the accessories used for reprocessing? ¿ no. - was the air/water nozzle wiped/brushed with clean lint free cloths, brushes, or sponges? ¿ unknown. - did the customer flush the air/water nozzle / channel with the detergent solution? - yes. Olympus will continue to monitor field performance for this device.